Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a lowered monitoring voltage. There is a concern that the battery is depleting faster than expected.